Event description:
The physician reported a connection problem in the atrial channel during the implant attempt.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029

Event description:
The physician reported a connection problem in the atrial channel during the implant attempt.